Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer passed away at home. The customer had been hospitalized for 3 days and released on (B)(6) 2019 due to urinary tract infection and high blood glucose. The cause of death was acute renal failure. The caller stated that the customer had urinary tract infection that may have led to the customer's passing. The customers blood glucose was 600 mg/dl at the time of admission. The customer was wearing the insulin pump at the time of death. It is unknown if the auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. The customer was using sensors. The caller stated the customer passed away from the exact problems described by the retainer ring field corrective action. The caller declined to return the insulin pump for analysis, as they believe the customer was cremated with it.